Manufacturer narrative:
The customer was unable to provide a sample from the patient for any further investigation. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay (tnt hs) results for 1 patient tested on a cobas 6000 e 601 module. The initial reporter believed the results were not matching the patient's clinical picture. The patient has had long term persistent signs of active myocardial edema/inflammation following an acute event that occurred 11 months prior. The customer stated that the troponin t hs results were "false-negative results" when compared to the troponin I (tni) results from abbott architect, biomerieux vidas, and beckman access. The customer provided results from a sample from (B)(6) 2019. The cobas e601 tnt hs result was 14 ng/l. The abbott architect tni result was 893 ng/l the beckman access tni result was 79.4 ng/l. The cobas e601 serial number was (B)(4).

Manufacturer narrative:
A new sample from the patient was tested on (B)(6)2019with he following results. Roche elecsys troponin t hs 14.84 ng/l beckman access troponin I hs 75.8 ng/l abbott architect troponin I hs 1032 ng/l the investigation is currently ongoing.

Manufacturer narrative:
The patient¿s medications were provided. Please see the medications section for the information. The investigation is ongoing.

Manufacturer narrative:
The customer returned a patient sample for investigation. The elevated tni results were confirmed with the elecsys tni assay. The investigation did not show the presence of high molecular weight interference factors that might lead to a falsely decreased tnt recovery; a negative interference could not be excluded. Further investigation of the sample indicated an interference by a high molecular weight component in the elecsys tni assay. The elecsys tni value might be false positive. It is not known if this interference affects the tni assays from abbott and beckman that were used by the customer.